Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response. During investigation, the up arrow, down arrow, and ok button key contacts were observed to be misaligned. The contrast button key contact was inverted. The up arrow, down arrow, and ok button key contacts became inverted with button presses, and did not always spring back as expected. There was evidence of keypad adhesive found under all button key contacts.

Event description:
A distributor reported that the keypad buttons were intermittently unresponsive.